Manufacturer narrative:
Although requested, patient weight was not available and product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the tubing was infusing 3 in 1 tpn (total parenteral nutrition) on a patient. The patient called the nurse to show her that the tubing fell apart at the upper junction of the micron filter. No patient harm was reported.

Manufacturer narrative:
The customer¿s report that the tubing fell apart at filter was confirmed based on inspection. The separation was observed at the engagement between the outlet port of the 1.2 micron adult filter and pvc tubing sleeve components. No other obvious issues or damages were observed with the rest of the set components. Further inspection of the tubing's separated end identified the issue to be due to insufficient solvent being applied at the tubing engagement. Inspection under magnification of the tubing's separated end observed insufficient solvent traces within the tubing engagement. No dimensional measurement of the separated tubing sleeve was deemed necessary due to the tubing sleeve having to be expanded during assembly of the set components. The root cause of the separation was due to a manufacturing assembly issue.

Event description:
It was reported that the tubing was infusing 3 in 1 tpn (total parenteral nutrition) on a patient. The patient called the nurse to show her that the tubing fell apart at the upper junction of the micron filter. No patient harm was reported